Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading 300 units of insulin into the cartridge. The reported issue did not occur at the time of the call with tandem technical support, therefore, troubleshooting was unable to be performed. Customer's blood glucose level was not impacted.